Event description:
It was reported that the patient presented in an emergency st segment elevation myocardial infarction (stemi) and during a left circumflex artery (cx) stenting procedure, a vision 3.5 x 23 mm stent was implanted. A vision 3.0 x 18 mm stent delivery system (sds) was advanced to stent proximal to the first implanted vision stent. The physician believed the stent to have been successfully implanted, post-dilated with the sds balloon, and removed all devices from the patients anatomy. An angiogram was done and the stent was not at the lesion as thought. The stent was found on the preparation table attached to the mandrel. Reportedly, there was no resistance felt with the removal of the protective sheath or the mandrel during preparation. The procedure was complete and nothing more was done. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.